Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event.

Event description:
It was reported that during an unknown procedure, at the opening of the packaging labeled ec60a, lot u5cy55, an ec45a was found inside the packaging. Device was replaced. There was no adverse event.